Event description:
A beckman coulter, inc (bci) representative contacted customer per the troponin I (accutni) customer contact marketing survey program (msp). Customer indicated some occurrences of non-reproducible false positive accutni patient results from the unicel dxc 600i synchron access clinical system. Customer provided information that a proactive procedure has been implemented to verify unexpected results prior to reporting the results out of the laboratory. The laboratory repeat procedure requires that first-time patients with results greater than or equal to 0.04 nanograms per milliliter (ng/ml) are to be re-spun and retested.

Manufacturer narrative:
Customer did not indicate an instrument malfunction, nor did customer request onsite service for further inspection of the instrument issue. Therefore, a service request was neither requested nor required. In conclusion, no cause for this event could be determined. (B)(4). Service neither requested nor required.